Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. A health care provider (hcp) had called regarding an informational inquiry for an unrelated MRI however the patient had misplaced the controller. The caller reported that the patient had reported that the ins had been turned off for awhile because it ¿hasn't been working.¿ the caller stated that the patient indicated that they had not felt stimulation in years. MRI compatibility was reviewed with the hcp and the national answering service phone number was provided. There were no symptoms and there were no further complications reported.